Manufacturer narrative:
Continuation of concomitant products: a2dr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an elevated short v-v interval count. It was noted that the patient came to the clinic due because they experienced chest pain. The rv lead remains in use. No further patient complications have been reported as a result of this event.